Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported that: "the defective sample was received and e valuated. It is evident, that the bag is leaky. One hole/rupture was found in the bottom part of the memobag. The foil is stretched and thinned at place of rupture. The closure wire is not deformed. Both eyes of closure wire are not damaged by excessive force. Reported defect cannot be confirmed based on dimensional inspection of foil performed under incoming inspection and based on measuring of complained sample. Thickness of fol measured in random 5 points comply with specification. Thickness of foil measured very close to the rupture does not comply with specification. Foil in these points is very stretched and the thickness is lower than specification. The defect was caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. Functional inspection was not performed. It is not relevant to reported defect. In case of broken bag, such bag should be immediately detected and scrapped. The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of complained lot. The root cause of this complaint was determined as unintentional user error related. The defect was caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. Due to this the foil got stretched (visible around the hole) which led to the rupture of the bag. The remaining parts of the complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. Customer complaint regarding memobag product was reported. As the lot number of defective products was reported, the DHR review was completed. The defective device was returned for examination. Reported defects can be confirmed. One hole I rupture was found in the bottom part of memobag. The defect was caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. Due to this the foil got stretched which led to the rupture of the bag. The remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective I preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a laparoscopic pneumonectomy, when the user was taking the memobag out from the patient body after putting the resected lung into it, the memobag was torn. Therefore, the bag was removed and replaced with a new one to complete the procedure. No injury to the patient occurred. It is unknown at present if anything fell/remained in the patient".

Event description:
It was reported that "during a laparoscopic pneumonectomy, when the user was taking the memobag out from the patient body after putting the resected lung into it, the memobag was torn. Therefore, the bag was removed and replaced with a new one to complete the procedure. No injury to the patient occurred. It is unknown at present if anything fell/remained in the patient".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.